Event description:
Customer reportedly received results of 120 mg/dl and 70 mg/dl within 10 minutes on the compact plus system. No symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.